Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one inappropriate treatment in response to oversensing of cardiac activity. At 09:28:58, the patient received the inappropriate treatment during asystole in response to oversensing of cardiac activity. The patient's post-shock rhythm was sinus rhythm at 70 bpm with pvcs transitioning to an idioventricular rhythm at 40 bpm. The electrode belt was disconnected at 09:29:55. The patient passed away on (B)(6) 2022. There is no indication that the inappropriate treatment caused or contributed to the patient¿s passing as the patient was in a non-life-sustaining rhythm prior to the treatment.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.